Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3. B4. B5. D6b. G3. G6. H2. H11.

Event description:
It was reported that the patient underwent an initial procedure over a decade ago due to liner limitations in which a cup was removed and replaced. The reported liner limitations were due to the sizing availability offered at that time. It was at that time that the patient suffered a posterior column fracture of the pelvis. The patient will need be revised again to a triflange which is why a pmi report was submitted. There is no further information available at the time of this report.

Event description:
There is no update from the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that that patient underwent a revision procedure approximately 10 years post implantation due to liner limitations. There is no further information available at the time of this report.